Event description:
The customer reported that antibody screen testing performed on a patient's sample containing anti-jka reacted negative on the ortho provue analyzer using mts anti-igg card lot # 072208001-09. Since the patient had a previous history of anti-jka, units were screened and a full crossmatch on the provue was performed using jka antigen negative units, which yielded compatible results. The patient was transfused with 2 units of red cells on (B) (6) 2009, without incident. A new sample from the patent was received on (B) (6) 2009 for an antibody screen. The sample was tested on provue and a positive (1+) reaction was obtained using an alternate lot of gel card. The previous sample collected from (B) (6) 2009, was retested on the provue and in manual gel test using the alternate lot of gel cards and a positive (1+) reactivity was obtained. The customer did not test the mts anti-igg card lot # 072208001-09 on the provue or in manual gel test using the samples in question.

Manufacturer narrative:
The returned sample (dated 3/2/09) received a mts was grossly hemolyzed. The sample was not suitable for testing. Therefore, testing was not performed on the returned sample. An ocd field engineer visited the site and performed a 6-month preventative maintenance by replacing major components on the instrument. The fe performed appropriate testing without any issues. The customer performed qc to verify operation and results were acceptable. Retained cards tested at ocd using a known sample positive for anti-jka was satisfactory. All the gel cards performed as intended. Batch record review for lot# 072208001-09 was within release specifications. (B) (4). A separate medwatch 1056600-2009-00070 has been submitted for the provue analyzer (B) (4).